Manufacturer narrative:
Investigation summary: bd had not received samples or photographs for investigation. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, floating oil was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, floating oil was seen in an unsepcified number of tubes. No adverse impact was reported regarding the patient or user.